Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; h2; h3; h4; h6; h11. Visual examination of the provided pictures identified the rasp handle with the lever in the open position. The break could not be identified in the picture. The product has not been made available for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the handle of the rasp instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Secondary instrumentation was used to complete the procedure without further incident.